Manufacturer narrative:
Two unopened devices from 2 lots were returned. The lot number of the complaint device is unknown. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that approximately one month after the catheter was placed in a patient, the nurse found that blood was leaking from both lumens. They flushed the red lumen with saline and heparin, but when they attempted to flush the blue lumen, they found that fluid was leaking from the tubing just above the bifurcation. The line was repaired, and there were no injuries to the patient or additional medical intervention.